Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noise and high out of range pacing impedances greater than 3000 ohms that were observed a few months ago after the patient was weightlifting. Surgical observation noted that the lead body appeared pinched. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned and analyzed. Resistance testing found the lead was not electrically continuous, and detailed analysis including an x-ray confirmed that the outer conductor coil had a fracture 23.5cm from the terminal pin. Visual examination of that same area found the outer insulation was pinched. Based upon the location of the coil fracture, evidence suggest that this type of damage is consistent with cyclic fatigue near the clavicle. The reported clinical observations of high impedance and noise were likely the result of the lead damage observed in the laboratory. 3191 code used to denote surgical intervention.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noise and high out of range pacing impedances greater than 3000 ohms that were observed a few months ago after the patient was weightlifting. Surgical observation noted that the lead body appeared pinched. No additional adverse patient effects were reported.